Event description:
Medtronic received information that 20 days following the implant of this mitral annuloplasty ring in a patient with valve dilatation, leaflet billowing and ruptured chordae, the ring was explanted and the mitral valve was replaced. It was reported that the annulus tissue and valve leaflet were very soft and thin and the tissue dehisced. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that central mitral insufficiency was noted due to the dehiscence. The product event was due to the patient anatomy.

Manufacturer narrative:
Product analysis: no product was returned for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. However, it was reported that the patient had very soft and thin tissue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.